Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found obtunded. Lactate dehydrogenase (ldh) was elevated and red blood cells were found in the urine. Patient has been on long term lovenox therapy for anticoagulation. On (B)(6) 2018, it was reported that the left ventricle (lv)was moderately dilated and left ventricular function was reduced. There was homogenous mass seen in the lvad cannula in the lv apex highly suggestive of thrombus. No flow through the cannula could be seen on pulsed or color doppler. The right ventricle was not well visualized. The aortic valve opened every beat, despite the lvad. There was trace aortic regurgitation. The inferior vena cava was dilated without respiratory collapse, indicating a right atrial pressure of approximately 15mmhg. The patient was started on heparin infusion. The patient's family withdrew support as the patient had multi system organ failure. Patient expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Additional information: device evaluation: evaluation of the returned explanted pump confirmed device thrombosis; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Examination of the pump blood-contacting surfaces found a hard, white, tissue-like thrombus adhered to the inflow elbow. The deposition did not show lamination, indicating that it did not form in the inflow elbow. Examination of the outlet stator found a red, tissue-like thrombus in the outlet stator. The tissue did not show laminated layering, indicating the thrombus did not likely form in the outlet stator. Contact marks observed on the tapered section of the pump rotor indicated that the thrombus was present while the pump was operating. Examination of the pump inlet section found a small ring of tissue-like thrombus around the inlet bearing. The tissue showed some layering indicating the thrombus formed over an undetermined period of time. Examination of the rotor found red, tissue-like thrombi in two of the rotor vanes. The tissue did not show laminated layering or denaturation, indicating that the thrombi did not form on the rotor. The observed thrombi would have contributed to the patient¿s hemolysis and flow issues. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.